Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2013. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: pain.

Event description:
Patient reported right side "moderate" breast pain. Patient additionally reported being diagnosed with cancer, specified as ¿basal cell;" this event is not considered device related. Device has been explanted.

Event description:
Patient reported right side "moderate" breast pain. Patient additionally reported being diagnosed with cancer, specified as ¿basal cell;" this event is not considered device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, a deformation, voids in the gel, and weight to the specification. Clouds and bubbles in the gel were observed after the autoclave disinfection cycle. A 40mm dark patch edge material was observed inside the gel of the device. Based on the device analysis, the final assessment is that the unit is not ruptured.